Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone number: (B)(4).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. Dilator was not damaged upon opening the package. The dilator was inserted into the sheath. Preparation went as usual. After performing the transeptal with a needle. The physician was not able to cross the septum with the dilator of the faradrive sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. Photos of the device showed that the dilator tip was damaged.

Manufacturer narrative:
The returned faradrive sheath observed no defects on the exterior of the device. The returned native dilator observed damage at the distal tip. Media inspection of the attached photos observed the dilator tip damaged. To test device compatibility, device-to-device interaction was performed using the returned complaint faradrive sheath and native dilator. Interaction between the sheath and native dilator observed a successful insertion. The ID and od dimensions of the faradrive shaft and dilator were measured and resulted in passing measurements. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator od and sheath tip ID when the dilator was introduced. Initial reporter phone number: (B)(4).

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. Dilator was not damaged upon opening the package. The dilator was inserted into the sheath. Preparation went as usual. After performing the transeptal with a needle. The physician was not able to cross the septum with the dilator of the faradrive sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.